Manufacturer narrative:
The reported event of the lead was bent was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found the lead was bent consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During implant procedure, the helix of the right ventricular (rv) lead was bent. The rv lead was not implanted and a new rv lead was successfully implanted to resolve this event. The patient was stable.